Manufacturer narrative:
The biomedical engineer restarted the unit and was not able to reproduce the error. The data acquisition board was replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.